Manufacturer narrative:
Based on the information provided at this time, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The biopsied lesion size was 5cm in size and located in the right middle lobe, 5cm from the pleura. Per the physician, when navigating to the target, the catheter appeared to bow, and then under spring force, it extended out into the parenchyma; otherwise the ion worked normally. The patient was doing well post procedure. However, the initial chest x-ray showed a slow air leak, and then a second chest x-ray showed a worsening pneumothorax. The pneumothorax was large in size; therefore, the decision was made to place a pigtail small bore. At the time of this report, the biopsy diagnosis was still pending and the patient remained hospitalized in stable condition.